Manufacturer narrative:
After receiving this complaint, we didn't find other complaint on this lot number 7396135. The aa61161002 lot 7396135 was packaged with intermediate foley aa611680 lot 7231502. The aa611680 lot 7231502 was manufactured with different components balloon ref ys388260 lots 7142031 and 7142032, valve ref st2012 lot 1909260042 and ref ysa16560 lot 7011850. A picture was received and a balloon burst was seen. Silicone balloon bursting could come from various causes. In this cases we can not identify any specific root cause as unsufficient information has been provided to do so. The silicone balloon issue is known and followed. In parallel, a specific trend is monitored regarding the silicone balloon issue.

Event description:
According to the available information, balloon burst was reported. In this procedure (laparoscopic uterine extirpation), the uterus is brought out from below using a manipulator. It was stated that they have never had any problems with this in the past (latex catheters). The complaint sample itself has been discarded. No harm for the patient.